Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a large volume infusor "stopped infusion." The pharmacist diluted 13.5 grams of non-baxter piperacillin and tazobactam in 240 ml of saline. The infusor was filled and primed without issues. When the product was received back from the customer it was observed that midway through the delivery the infusion stopped, resulting in the remaining medication not delivering. The pharmacist specified that the balloon remained half full even after the cap was taken off. The customer also reports that they received an internal infusion report regarding crystallization of non-baxter piperacillin and tazobactam. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.